Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a portion of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the posterior tibial (pt) artery. The csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto the wire. The physician successfully completed atherectomy and then removed the oad from the patient. During removal of the viperwire guide wire, it was noticed under fluoroscopy that a portion of radiopaque material remained in the pt artery. The portion of the wire was left in the patient and the patient status remained stable throughout the procedure.